Event description:
It was reported by the patient advocate that this pacemaker of the patient was jumping out and moving under the skin with a sensation described as similar to an old alarm clock, suggesting possible muscle stimulation. Technical services (ts) referred the patient to a physician for further evaluation. To date, this pacemaker remains in service. No adverse patient effects were reported.